Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the eval is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Internal file number - (B)(4).

Event description:
The hosp reported that during a coronary artery bypass procedure, the blower mister was not receiving consistent co2 flow as the meter needed adjustment to regulate properly. The same device was used to complete the procedure. The hosp did not report any pt effects.